Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator found that it was "functionally ok" and that it had "insignificant anomalies." The exact nature of the insignificant anomalies was unspecified.

Event description:
It was reported that 2 weeks prior to this report, the patient's pocket site was swollen and tender. It was noted that there was no fluid when the pocket site was attempted to be drained. It was stated that the patient had their implantable neurostimulator (ins) replaced. It was noted that the patient is now getting 100% relief. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Follow up information received reported that the patient was doing well following the pocket revision. It was clarified that there was no problem with the implantable neurostimulator (ins) (confrimed by analysis) just that the patient had discomfort at the pocket site.

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead.